Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the healthcare professional stated the implantable pulse generator (ipg) was shocking the patient. The caller stated the chest wall was visibly stimulated. The patient rhythm had been intermittently bradycardic. The patient experienced discomfort. Follow up indicated that no intervention was done. The ipg, right ventricular (rv) lead, and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.